Event description:
It was reported that a user navigating a supply change workflow accessed the fill tubing only function while not connected to their body, and customer care coached the user to confirm drops and return to the change cartridge and tubing workflow. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and successful completion of troubleshooting and education. Investigation included customer care review of the workflow steps and real-time guidance to reinitiate the correct cartridge and tubing change process. Investigation of this case revealed user difficulty with workflow selection that was resolved through education, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device software workflow.